Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 385 mg/dl. Reportedly, the customer was using fiasp insulin, which is considered off label use. Troubleshooting was declined, therefore, no additional information was received.